Event description:
Information received indicates the brakes will not hold on the bed.

Manufacturer narrative:
The hill-rom technician found the brake caster was not adjustable properly. The technician adjusted the caster to repair the bed.